Manufacturer narrative:
Concomitant medical products: d314trg crt-d implanted: (B)(6) 2013; 4193 lead implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high pacing impedance and short ventricular intervals. The lead was capped due to suspected fracture. No patient complications have been reported as a result of this event.